Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. Please note that this is the initial report for this product. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt and perforation by the inferior vena cava (ivc) filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The filter was implanted via the patient's right femoral vein. Guide wire was inserted and then the introducer with the sheath was passed over the guide wire. The introducer sheath was then positioned between l3-l4 level. Next, an inferior venocavogram was performed which showed a single inferior vena cava (ivc). The introducer was removed. The filter was passed through the sheath and pushed by the obturator and fired at the l3-l4 level, upper part of l3 level. The patient tolerated the procedure well and was in stable condition. Information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc) and a ten degree tilt along the sagittal plane. The patient became aware of the reported events approximately eight years and eleven months after the index procedure. The patient also experienced periodic pinching in the groin area.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt and perforation by the inferior vena cava (ivc) filter. The patient reported becoming aware of perforation of filter strut(s) outside the inferior vena cava (ivc) and a ten-degree tilt along the sagittal plane, approximately eight years and eleven months post implant. The patient also reported experiencing periodic pinching in the groin area. According to the medical records, the indication for the filter placement was not documented. The filter was placed via the right femoral vein and deployed at the l3-l4 level, upper part of l3 level. The patient tolerated the procedure well and was in stable condition. The product remains implant and therefore not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported events could not be confirmed or further clarified. The patient reported periodic ¿pinching¿ in the groin area, due to the nature of the complaint the event could not be further clarified. This event does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.